Event description:
On (B)(6), a facility representative reported via sems-(B)(4) that an ar-9676t augmented drive shaft locking reamer got bound up, and would only move as one piece as opposed to the inner sheath rotating freely within the outer sheath of an ar-9597-20 angled reamer sleeve. The reverse total shoulder arthroplasty was completed successfully by using another tray, with no patient affected. Additional information was received on (B)(6). The rep advised that an arthrex representative was present. The patient had standard bone quality, and the augmented mgs reamer was used to prepare the bone socket for insertion of the implant. There were no additional screws or plates that contained a product allegation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.